Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a robotic laparoscopic sleeve gastrectomy, the device was inserted into the stomach. The sail of the device was deployed and the gastric sleeve was created. When the surgeon inspected the esophagus with the scope, he observed a perforation in the distal esophagus. The defect was corrected by robotically dissecting the esophagus to suture the perforation. This caused temporary tissue damage. Surgical time was extended by thirty minutes or more due to the product problem. The hospital stay of the patient was extended up to seven days as a result of the injury. Patient status is alive, with injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had total of 15 day hospitalization followed by transfer to an ltac for ongoing tpn, IV antibx, drain care and pt.